Manufacturer narrative:
The reported event of "no high voltage output" was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital for defibrillation threshold testing. It was noted that the right ventricular lead failed to deliver appropriate shocks when tested. During lead extraction, it was noted that the lead appeared to have moved towards the atrium. The existing lead was explanted and replaced with a dual coil lead. The patient was stable before, during, and after the procedure.